Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-nov-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that redness and signs of infection were noticed. The rep reported that the patient was charging the device 1-2 times per day. The rep reported that the patient was sent to the hospital for explant on (B)(6) 2018. The rep reported that the system was explanted due to infection. The issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported the redness was due to the infection.